Event description:
The customer reported an incident of hospitalization for persistent hypoglycemia despite repeated self-treatment with food and glucose. Mother took the customer to the hospital where she was monitored every thirty minutes and then admitted, treated with a 10% glucose drip. Mother is alleging that none of the boluses delivered by the pump were initiated by either the patient, the parent, or the school. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.